Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s current blood glucose level was 519 mg/dl. Customer said her blood glucose had been elevated lately, said she recently transferred to medicare would not cover for her sensors, and she temporarily had no continuous glucose monitor and was waiting for her dexcom to come as it was what medicare provided her. Customer said that she had medical procedures twice before this started. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with manual injections and bolus via insulin pump. The auto mode feature was active at the time of reported event. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.